Event description:
Literature stated that during a clinical study, patient was randomized to a prodisc-c (l-s) implantation level c5-c6 returned to the surgeon on (B)(6) 2012 and was diagnosed with an unanticipated left sided trapezial pain while doing push-ups. It was noted that the event was ongoing and possibly related to the type of surgery as well as the implant. No revision or treatment was prescribed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis. There is no evidence that the implant has met or failed to meet its functional requirements as no radiographic imagery was taken. As implant involvement in the pain cannot be ascertained the complaint is considered indeterminate from a design standpoint.